Event description:
When attempting to do the test on the novasure handpiece it failed the activation test. Tried to turn the machine off and trouble shoot but it still failed. We then opened a new device and that one passed the activation test and worked.